Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I had one essure migrate to pelvic floor and was removed my one tube') and pregnancy with contraceptive device ('I can¿t believe women are getting pregnant with essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("belly three on four") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, pregnancy with contraceptive device and gastrointestinal disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, gastrointestinal disorder and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: I can¿t believe women are getting pregnant with essure , I had one essure migrate to pelvic floor and was removed my one tube, abdominal disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event- belly three on four was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I had one ssure migrate to pelvic floor and was removed my one tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("belly three on four"), degenerative adult scoliosis ("degenrative scoliosis"), rash macular ("weird red dots on body"), allergy to metals ("nickel allergy"), pruritus ("itchy"), eczema ("eczema in hands"), nausea ("nausea"), pain ("pain"), skin exfoliation ("skin peels"), cyst ("I had a cyst"), spinal osteoarthritis ("lumbar cervical and thoracic spondylosis") and lumbar scoliosis ("lumbar scoliosis") and was found to have a pregnancy with contraceptive device ("I can¿t believe women are getting pregnant with essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, gastrointestinal disorder, degenerative adult scoliosis, rash macular, cyst, spinal osteoarthritis and lumbar scoliosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, cyst, degenerative adult scoliosis, device dislocation, eczema, gastrointestinal disorder, nausea, pain, pregnancy with contraceptive device, pruritus, rash macular, skin exfoliation, spinal osteoarthritis and lumbar scoliosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: I can¿t believe women are getting pregnant with essure , I had one essure migrate to pelvic floor and was removed my one tube, abdominal disorder, lumbar scoliosis, spinal osteoarthritis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New reporter information was added. New event lumbar scoliosis, lumbar cervical and thoracic spondylosis was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I had one ssure migrate to pelvic floor and was removed my one tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("belly three on four"), degenerative adult scoliosis ("degenrative scoliosis"), rash macular ("weird red dots on body"), allergy to metals ("nickel allergy"), pruritus ("itchy"), eczema ("eczema in hands"), nausea ("nausea"), pain ("pain"), skin exfoliation ("skin peels"), cyst ("I had a cyst"), spinal osteoarthritis ("lumbar cervical and thoracic spondylosis") and lumbar scoliosis ("lumbar scoliosis") and was found to have a pregnancy with contraceptive device ("I can¿t believe women are getting pregnant with essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, gastrointestinal disorder, degenerative adult scoliosis, rash macular, cyst, spinal osteoarthritis and lumbar scoliosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, cyst, degenerative adult scoliosis, device dislocation, eczema, gastrointestinal disorder, nausea, pain, pregnancy with contraceptive device, pruritus, rash macular, skin exfoliation, spinal osteoarthritis and lumbar scoliosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: I can¿t believe women are getting pregnant with essure , I had one essure migrate to pelvic floor and was removed my one tube, abdominal disorder, lumbar scoliosis, spinal osteoarthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I had one ssure migrate to pelvic floor and was removed my one tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("belly three on four"), scoliosis ("degenrative scoliosis"), rash macular ("weird red dots on body"), allergy to metals ("nickel allergy"), pruritus ("itchy"), eczema ("eczema in hands"), nausea ("nausea"), pain ("pain"), skin exfoliation ("skin peels") and cyst ("I had a cyst") and was found to have a pregnancy with contraceptive device ("I can¿t believe women are getting pregnant with essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, gastrointestinal disorder, scoliosis, rash macular and cyst outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, cyst, device dislocation, eczema, gastrointestinal disorder, nausea, pain, pregnancy with contraceptive device, pruritus, rash macular, scoliosis and skin exfoliation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: I can¿t believe women are getting pregnant with essure, I had one essure migrate to pelvic floor and was removed my one tube, abdominal disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received- new event I had a cyst was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I had one ssure migrate to pelvic floor and was removed my one tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("I can¿t believe women are getting pregnant with essure"). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: I can¿t believe women are getting pregnant with essure , I had one essure migrate to pelvic floor and was removed my one tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I had one essure migrate to pelvic floor and was removed my one tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("belly three on four"), scoliosis ("degenerative scoliosis"), rash macular ("weird red dots on body"), allergy to metals ("nickel allergy"), pruritus ("itchy"), eczema ("eczema in hands"), nausea ("nausea"), pain ("pain") and skin exfoliation ("skin peels") and was found to have a pregnancy with contraceptive device ("I can¿t believe women are getting pregnant with essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, gastrointestinal disorder, scoliosis and rash macular outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, device dislocation, eczema, gastrointestinal disorder, nausea, pain, pregnancy with contraceptive device, pruritus, rash macular, scoliosis and skin exfoliation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: I can¿t believe women are getting pregnant with essure, I had one essure migrate to pelvic floor and was removed my one tube, abdominal disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event weird red dots on body was added. On 23-mar-2020: new events skin peels, nickel allergy, pain, eczema in hands, itchy and nausea were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I had one ssure migrate to pelvic floor and was removed my one tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("belly three on four") and scoliosis ("degenrative scoliosis") and was found to have a pregnancy with contraceptive device ("I can¿t believe women are getting pregnant with essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, gastrointestinal disorder and scoliosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, gastrointestinal disorder, pregnancy with contraceptive device and scoliosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: I can¿t believe women are getting pregnant with essure , I had one essure migrate to pelvic floor and was removed my one tube, abdominal disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received :fu(6) and (7) processed together. Following event was added : degenerative scoliosis. Event of pregnancy with contraceptive device downgraded to non-serious. Reporter information added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I had one essure migrate to pelvic floor and was removed my one tube') and pregnancy with contraceptive device ('I can¿t believe women are getting pregnant with essure') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective ". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: this main mother case 2019-234852 is linked with 2019-234862 baby death case. Concerning the injuries reported in this case, the following ones were reported via social media: I can¿t believe women are getting pregnant with essure , I had one essure migrate to pelvic floor and was removed my one tube. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report